Manufacturer narrative:
In the initial report, the lot number was accidentally omitted. Lot has been updated. Additionally, in the initial report, it was mistakenly stated that the device history record could not be reviewed because the lot number was unknown. However, device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
In the supplemental report submitted 4/2/2018, the date of event was mistakenly entered as 1/12/2018. It should have been 1/12/2017. Device evaluation summary: the device was returned to mentor without fluid inside. No foreign material was observed within the device. White material was observed on the shell surface. The product evaluation team (pe) discovered a rent measuring approximately < 0.1 cm within a crease on the posterior aspect. Additional creases were noticed on both the anterior and posterior aspects of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage, nor the etiology of the white material found on the device. The DHR was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices, and deflation is a known complication associated with these devices as referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/6/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 3/7/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 3/27/2018, mentor became aware that the date of implant for the complaint device was (B)(6) 2000. The date of (bilateral) explant was (B)(6) 2018, and the date of event was changed to (B)(6) 2017. Both devices were replaced with mentor smooth round moderate profile 350cc saline breast implants, catalog # 3501655, (B)(4) (left) and (B)(4) (right). Manufacturer¿s reference number: (B)(4).